Manufacturer narrative:
(B)(4). Catalog # igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. Summary of investigational findings: the complaint device was returned and so was a gtrs. An investigation of the returned sheath found four minor kinks and two primary filter legs penetrating the sheath approximately 28.5cm from the fitting. The grasping hook was pulled out of shape. Based on these finding the exact reason for the filter legs penetrating the sheath cannot be determined. Under normal conditions the sheath is strong enough to accomplish the procedure, but the sheath may kink if somehow exposed to excessive force because of tortuous anatomy, and afterwards the filter may be prone to exceed the sheath wall, if advanced through a kinked sheath. According to the package insert excessive force should not be used to place the filter. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: sheath system was advanced from the right internal jugular vein over radifocus wire guide (terumo) and when it reached to the target site, the wire guide and dilator were removed, then filter introducer was inserted into the sheath. During advancement of the introducer inside the sheath, the physician encountered very strong resistance at some distance away from the puncture site. The filter introducer stopped advancing. Although the physician attempted to draw the introducer back, filter hook was detached from grasping hook, and the filter remained inside the sheath. Then, whole delivery system including the sheath with the filter inside and filter introducer was removed outside the patient. The procedure was finished without additional treatment on the day, but on the next day ((B)(6) 2014), ivc filter placement was conducted again. The procedure was completed with no problem. Patient outcome: there have been no adverse effects to the patient.